Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021. During interrogation of the pacemaker, it was noted that there was no radio frequency (rf) telemetry from pacemaker. Programming changes were made and new software was uploaded to resolve the issue. There were no adverse consequences to the patient.